Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons was harder to press and had to press buttons more than once to get the insulin pump to respond. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that screen will turn dark and insulin pump generally louder when priming. Customer declined to troubleshoot for malfunction at this time. The device will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device received with all operating currents within spec and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Insulin pump primed properly. No unexpected missing segment/partial display noted. No unexpected low battery alarm anomalies noted. Insulin pump received with cracked battery tube threads. (B)(4).